Manufacturer narrative:
Additional information was received that the patient did not have a new pain in the leg and foot but it was from the normal pain from the implant procedure. It was also reported that there was no intervention done when the patient was in the ER since the swelling went down and the patient was sent home. The physician believed that the swelling was from the implant procedure and was also related to the patient¿s other health conditions. The patient was not able to move the leg due to the swelling from the procedure however at this time; the patient was able to move it.

Event description:
A report was received that the patient was experiencing a new pain on the leg and foot. It was noted that the patient¿s foot has been swelling since the implant procedure. The patient was in the emergency room (ER) for continued swelling in the leg and the stimulation was turned off. It was also reported that the patient could not move the leg whether the stimulation was turned on or off. It was believed that the swelling was not stimulation related but the physician did not know the reason why the patient¿s leg was swelling. It was unknown if the swelling was related to the implant procedure. The patient was reportedly doing well upon follow up.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a new pain on the leg and foot. It was noted that the patient's foot has been swelling since the implant procedure. The patient was in the emergency room (ER) for continued swelling in the leg and the stimulation was turned off. It was also reported that the patient could not move the leg whether the stimulation was turned on or off. It was believed that the swelling was not stimulation related but the physician did not know the reason why the patient's leg was swelling. It was unknown if the swelling was related to the implant procedure. The patient was reportedly doing well upon follow up.